Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that their right side is effected by parkinson's more than the left side. They are finding the right balance between medication and dbs therapy.

Manufacturer narrative:
Product code mhy was incorrect and was replaced with product code mru. Additionally, the PMA/510(k) number was incorrect and was updated to (B)(4).

Manufacturer narrative:
The report source "company rep" was incorrectly checked in the initial report. "Heath professional" and "consumer" are the correct report sources and are reflected in this supplemental correction.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2014, product type implantable neurostimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient developed an unrelated uti and the medications she was taking for it worsened her dyskinesia. It is unknown when the issue began occurring as it was reported to have occurred multiple times. It was also reported that the implantable neurostimulator (ins) was not working as the patient wanted it to, but she was having less problems with the right side than the left. The patient also reported turning off therapy for a couple of hours to see if the symptoms would resolve. Follow-up with the health care provider (hcp) revealed that the diagnosis and the actions/interventions related to the dyskinesia included changing the stimulation settings and adjusting the patients medication dosage multiple times.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.